Manufacturer narrative:
(B)(4). Date sent: 11/13/2023. D4: batch # 528c40. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No consequence to the patient. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Unknown. No additional information available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired with some b-form staples on the reload deck. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. The damage to the reload received has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 528c40, and no non-conformances were identified.

Event description:
It was reported that nothing happened when the surgeon activated. No staple applied, no tissue was cut.